Manufacturer narrative:
Device evaluation: the explanted pump was returned for analysis. Upon disassembly of the returned device, examination of the blood-contacting surfaces found a denatured ring of tissue-like thrombus adhered to the inlet bearing. The tissue showed laminated layering, indicating that the ring formed over an undetermined period of time while the pump was supporting the patient. Examination of the outlet stator found a red, tissue-like thrombus between the outlet bearing and one of the stator blades. The tissue was not adhered to the pump surfaces and showed no denaturing or lamination, indicating the thrombus did not form in the outlet stator. The observed thrombi would have contributed to the reported hemolysis. The evaluation could not conclusively determine the cause of the thrombi. Visual inspection of the pump bearings and bearing cups found no anomalies related to wear or damage. Examination and electrical continuity testing of the returned portion of the percutaneous lead did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. Thrombus and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2013. It was reported that the patient was admitted on (B)(6) 2015 with unspecified elevated hemolytic markers and worsening heart failure symptoms. The patient underwent further testing and evaluation including a ramp echocardiogram and a CT 320 scan; the results were not provided. The patient was on inotropic support. The patient continued to decline and a pump exchange was performed on (B)(6) 2015. The patient was reportedly doing fine since the exchange.

Manufacturer narrative:
Approximate age of device ¿ 2 years and 1 month.the device was returned for investigation. The evaluation is not yet complete.no further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
The user facility medwatch report was received from the (B)(4) registry. The user facility number was not provided. (B)(4).

Event description:
Additional information was received from the (B)(4) registry stating: significant thrombus around pump bearings.